Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d), experienced undersensing and syncope. The patient was unresponsive requiring cardiac rescue medical intervention. Subsequently, this patient was admitted into the intensive care unit, and was intubated. Technical services (ts) noted there are no ventricular events corresponding to the event time. There is no consult report and the patient is not in the remote monitoring system. No additional adverse patient effects were reported. The device remains in service.